Event description:
Clinical study. It was reported that 53 months after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). The target lesion was located in the mid right coronary artery (mid rca), with 70% stenosis, a length of 23mm and a reference vessel diameter of 3.0mm. The target lesion was pre-dilated and a 3 x 32mm taxus express2 stent was implanted with 0% residual stenosis. In 2006, after an office visit due to increasing chest pressure and shortness of breath, the pt was hospitalized. An mi was ruled out, an adenosine stress test showed inferior and inferolateral wall scar and peri-infarct ischemic zones, and the pt was referred for cardiac catheterization. The pt was discharged the next day. In 2007, the pt was admitted for cardiac catheterization which revealed 99% stenosis of the mid rca at the more distal aspect of a march 2003 target lesion brachytherapy zone. The previously stented area was widely patent at this time. This lesion was treated with pre-dilatation, a 2.75 x 32mm taxus stent and post-dilatation. The physician noted it was possible the serious adverse event was related to the device. No other info about the event is available at this time.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.